Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that during servicing of the device for a different symptom, the device had a reboot. There was no pt involvement.